Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿ pen needle was used after the expiration date. The following information was provided by the initial reporter: "I'm a type one diabetic and use your needles for my insulin pen's , (have for years and years .silly thing is in the last week or so I have come across a needle that was pretty much what you would call blunt !! And was quite painful to use and you could the needle going through the skin / mussel tissue fibers , ... First time ever I've experienced this from your product. Would there have been a reason for this or just a manufacturing fault ? The product was the 8mm micro fine pen needle.but it was just very weird and something I've never experienced with your product .but as soon as changing "that needle" it was bam back to been awesome super sharp / pain free injection.I'm just after a little insight into this .that's all additional information received on 11 sep 2023: based on the photo provided and confirmation with sales rep, customer was using expired product (2021-08). No further information on the patient status available."

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd microfine¿ pen needle was used after the expiration date. The following information was provided by the initial reporter: "I'm a type one diabetic and use your needles for my insulin pen's , (have for years and years) . Silly thing is in the last week or so I have come across a needle that was pretty much what you would call blunt !! And was quite painful to use and you could see the needle going through the skin / muscle tissue fibers, first time ever I've experienced this from your product. Would there have been a reason for this or just a manufacturing fault? The product was the 8mm micro fine pen needle. But it was just very weird and something I've never experienced with your product. But as soon as I changed "that needle" it was bam! Back to being awesome super sharp/ pain free injection. I'm just after a little insight into this, that's all. Additional information received on 11 sep 2023: based on the photo provided and confirmation with sales rep, customer was using expired product (2021-08). No further information on the patient status available."